Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Moreover, the physician attempted to advance the lead into vein without a coronary sinus (cs) sheath but was unable to do so. Hence, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the the lead was performed. Analysis result showed that the complete lead was returned and not severed. Blood/body fluid noted in the lumens. Additionally, visual inspection noted that the leads 2 tip tines have been cut off of the lead. Depending on when they were detached from the lead, this could lead to dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Moreover, the physician attempted to advance the lead into vein without a coronary sinus (cs) sheath but was unable to do so. Hence, the lead was explanted. No additional adverse patient effects were reported.